Event description:
"Pt desaturated," while using oxygen conserver. Further investigation by co revealed the pt was not qualified for this device. However, co has no control of the prescription nor the dealer(s) pt set up. Co labels (dfu) references the device qualifications.